Event description:
It was reported by the patient that he underwent a right direct inguinal hernia repair on (B)(6) 2008 and mesh was used. The patient complained of pain. A CT scan was done on (B)(6) 2008 which showed stranding of tissue but no recurrent hernia. The patient continued to experience right sided pain. He was prescribed lidoderm patches for the pain. Another CT scan was done (B)(6) 2009. The patient was reoperated on for a recurrent hernia on (B)(6) 2009. During the procedure it was noted that the mesh had split. The mesh was left in place and sutured to the transversalis fascia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.